Manufacturer narrative:
(B)(4). Pump received with intermittent button response due to flattened (escape, up and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, insulin pump error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify device deficiency anomaly due to buttons not responding. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had difficulty to program. The customer experienced high blood glucose of 236 mg/dl but they had already treated it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.